Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette; further described as ¿lots of air bubbles in the patient line.¿ this occurred during fill one of four of peritoneal dialysis therapy. The patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.